Event description:
After an implantation period of approx. 107 months, it was observed that the pacing impedance was too high. No adverse patient events or inappropriate therapies were reported. Lead currently remains implanted. Should additional information be received, this file will be update.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6), 2023 and (B)(6), 2023 recorded the increasing pacing impedance from initially 500 ohms to around 2400 ohms with a sudden decrease to <400 ohms at the end of the recording period. The sensing trend curve showed a drop from around 12 mv to 7 mv at the same time. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.